Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed an itchy, weeping, red rash under the back therapy pads. The patient indicated having eczema and spoke to their nephrologist to determine whether the irritation was due to water retention as a result of kidney disease. The nephrologist advised that the irritation is not due to kidneys but rather due to sweating underneath the therapy pads and advised applying lotrimin cream to the affected area. The patient stated that after using the medication the condition of the irritation had improved.